Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via an 7fr sheath hole prior a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after the first prostyle device was inserted into the patient anatomy, back-flow of the marker lumen was not confirmed. The device was flushed again, but remained obstructed. A new prostyle device was attempted, but the same issue occurred. Both devices had been flushed prior to use with regular saline. The physician thought that the issue occurred due to not using heparinized saline solution. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14fr sheath and the tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle device sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The additional prostyle device referenced under a separate medwatch report number.